Event description:
It was reported that the shaver broke during use. The doctor heard metal to metal noise and noticed metal shavings coming from the device. When the shaver was removed from the patient it was noticed that the teeth from the device were missing. The doctor was able to flush out all of the pieces and no patient harm was noticed. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. Visual inspection revealed galling along the inside diameter of the outer shaft, which indicates these areas had experienced friction or metal-to-metal contact during clinical use. Visual inspection also revealed the inner shaft was missing a tooth. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure modes. Therefore, the most likely root causes are the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or other metal objects, resulting in damage to the blade. Instructions for use (IFU): "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the shaver broke during use. The doctor heard metal to metal noise and noticed metal shavings coming from the device. When the shaver was removed from the patient it was noticed that the teeth from the device were missing. The doctor was able to flush out all of the pieces and no patient harm was noticed. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
A supplemental will be filed once the investigation is completed.